Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker could not be programmed in MRI mode. It was attempted both in manual mode and in auto MRI. Finally, programming is achieved by closing the session and starting the interrogation again.

Event description:
Reportedly, the pacemaker could not be programmed in MRI mode. It was attempted both in manual mode and in auto MRI. Finally, programming is achieved by closing the session and starting the interrogation again.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation results: review of provided files dated 20 march 2023 confirmed the reported issue. After selecting the MRI parameter the programming was not terminated. The observed behavior is due to the pop up window of the MRI checklist, that should appear after programming the parameter, which is in suspended mode. As a result the process is automatically canceled. Closing the current session and re-interrogation of the device solves the issue. The cause of this behavior cannot be determined with certainty. Based on available data, no issue with the pacemaker is suspected.